Manufacturer narrative:
(B)(4). Concomitant medical products: stemmed tibial component precoat size 4 for cemented use only: catalog#00598003702, lot#64251672; tibial full block augment precoat size 4 10 mm thickness with 4 screws: catalog#00598800410, lot#64129884; stem extension straight 12mm dia x 100mm length(combined length 145mm): catalog#00598801012, lot#64158085; all poly patella cemented 35 mm diameter: catalog#42540000035, lot#63586415; trabecular metal distal femoral augment block: catalog#00549003620, lot#64149270; trabecular metal distal femoral augment block: catalog#00549003610, lot#63911523; femoral component option for cemented use only size f right: catalog#00599401692, lot#63549024; articular surface with locking screw size striped yellow/e f 10 mm height: catalog#00599403210, lot#63765056; stem extension straight 14mm dia x 100mm length(combined length 145mm): catalog#00598801014, lot#64238386. Multiple MDR reports have been filed for this event. Please see associated reports: 0001822565-2020-01381; 0002648920-2022-00077; 0002648920-2022-00078. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product has been used. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision right total knee arthroplasty. Approximately one year post implantation, the patient reported increasing pain. Upon x-ray review, the surgeon noted the tibia appears to have subsided with some radiolucent lines present suggesting loosening. The patient eventually underwent revision surgery one year and ten months post implantation due to aseptic loosening and subsidence of the tibial components. All components were revised.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this component was determined not to be zimmer biomet warsaw product. The initial report should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable as this component was determined not to be zimmer biomet warsaw product. The initial report should be voided.